Manufacturer narrative:
Certas valve (ID (B)(4)) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, the needle guard was raised and needle holes in the needle chamber. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested and only leaked from the needle hole in the needle chamber. The needle chamber was dismantled, the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. Root cause analysis - the root cause for the raised needle guard is probably due to wrong handling as noted in the instructions for use (IFU): do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. Possible root causes for the issue ¿since obstruction was suspected¿ reported by the customer, could have been due to the raised needle guard. As shown in the investigation no occlusion issues were noted, it is possible that the needle guard has moved and freed the flow passage, or it could have been due to biological debris interfering with the valve mechanism.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828807) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2023 with unknown setting. The patient presented with gait disturbance then a shunt angiography was performed on (B)(6) 2023 and ventricular enlargement was observed. Flushing was performed, but there was no improvement. Since obstruction was suspected, the valve was removed and replaced on (B)(6) 2023.